Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and episodes of oversensing of atrial pacing. It was also noted the rv lead was "not perfectly connected" to the implantable cardioverter defibrillator (ICD). The rv lead and ICD connection was revised and the rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).